Manufacturer narrative:
(B)(4). Batch # m91m3v. The analysis results found that the msm20 device was returned in good visual condition with two jammed clips in the jaws. In an attempt to replicate the reported incident, the jammed clips were removed and the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining fifteen clips as intended. No conclusion could be reached as to what may have caused the jammed clip incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips stayed jammed at the end of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.